Event description:
Slip connector extension popped out of IV catheter during case and allowed patient to bleed under drapes, which could not be recognized, due to sheets absorbing fluid and blood. Stat istat hgb 7.8. The patient required resuscitation with IV fluids and albumin 125 ml.